Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-nov-05. It was reported that the programming error occurred on the (B)(6). The software version was unavailable. The cause of the inability to aspirate was not determined. The pump and catheters were returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
MFR report 3004209178-2019-21478 was found to be duplicate of MFR report 3004209178-2019-21074. The following information was previously reported in MFR #3004209178-2019-21478 (inactive report) and any additional information received will now continue to be reported in this report: information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the company representative was at pump replacement today / (B)(6) 2019 (replacement previously reported as having occurred on (B)(6) 2019) because patient had been having previous symptoms and volume discrepancy. They aspirated zero ml during today¿s replacement. The expected reservoir volume (erv) was 24 ml and the actual reservoir volume (arv) was 0 ml. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8785, lot#: n697276, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4) ; product ID: 8785, serial/lot #: (B)(4), ubd: 31-jan-2019, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 25-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine (concentration and dose unknown) and dilaudid "10mg" with a dose of "6mg" via an implanted pump for spinal pain. It was reported the patient had a catheter revision scheduled for (B)(6) 2019. Product compatibility for the 8780 catheter was reviewed. The event date was asked and unknown. Additional information was received from a healthcare provider (hcp) via the rep on 2019-oct-30 and it was reported that patient had an unsuccessful catheter access port (cap) procedure in clinic and was getting 4cc of residual volume at refills. The hcp reported that the patient went to the ER last week with withdrawal symptoms. The hcp elected to replace pump and catheter. The catheter was not able to aspirate during procedure and was replaced. During the pump replacement there was 0ml of drug in reservoir when 24.8ml was expected. He was able to fill the old pump with 40ml of saline bacitracin mixture to validate there was not drug in the pump. The pump and catheter were replaced during this procedure on (B)(6) 2019 and would be sent back for analysis. The hcp felt at this point that the patient was only filled with 20ml at his last refill. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history was asked but unknown. Further complications were not reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter; product ID: 8785, lot# n697276, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. The pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the septum, but no leaking seen during analysis. The 8780 catheter ((B)(4)) was found to have a compressed area and a kink in the catheter body. The 8785 and 8780 ((B)(4)) catheter segments were found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.